Manufacturer narrative:
Additional details were documented by the service engineer (se), and it was reported that the event log was reviewed, and the se confirmed that a "check vent: ventilator restarted" (diagnostic code: 1101) was logged in the records. The se reported that the issue could not duplicated at the repair center. The customer declined to have the device repaired, and it was returned to the customer.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: ventilator restarted" alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator displayed a "check vent: ventilator restarted" alarm. The service engineer (se) noted that the device service life was expired; the customer declined to have the device collected for repair. No further actions were performed by philips to resolve the issue. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
E: (B)(6).